Manufacturer narrative:
Section g1 and h8: correction. Section h3 and h4: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a motor overheat alarm could not be confirmed nor reproduced during testing of the returned centrimag motor. Visual inspection of the returned motor did not reveal any issues. The returned motor was evaluated and tested by the service depot. The reported complaint could not be duplicated during their evaluation. The motor was tested for an extended period of time along with its associated console and flow probe. The motor did not overheat at any point and no alarms nor other atypical issues were observed during testing. A full functional checkout of the motor was performed per the centrimag motor service process and the unit passed all tests. Additionally, continuity and insulation testing of the motor's cable did not reveal any issues. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device - the centrimag motor is not a single use device. Approximate age of the device is calculated from the manufacture date. Manufacture date was not provided. Age of device will be added in a supplemental report. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported that the patient had been on veno-venous (vv) cardiopulmonary support cps) for 5 days. They received a motor overheat alarm and switched to the back up console. Patient was placed on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) support on (B)(6) 2019 for acute respiratory failure due to diffuse alveolar hemorrhage. Patient received 5000 units heparin intravenous pyelogram (ivp) as bolus upon ECMO initiation and was started on heparin drops for ECMO day 1 that was subsequently stopped on ECMO day 2 due to airway bleeding. On vv ECMO day 5 ((B)(6) 2019), centrimag console had an m6 alarm at which point the patient was switched to the backup console with no complications and no hemodynamic changes. On vv ECMO day 6 ((B)(6) 2019), ECMO specialist (es) received a called from the ECMO bedside nurse stating the centrimag console was alarming and not flowing. Es arrived in room and noticed the patient hemodynamics deteriorating (peripheral capillary oxygen saturation (spo2 10%) and centrimag console screen was displaying "0 rpm" / "0 flow" with error messages m2 (motor disconnected), f2 (flow signal interrupted). At this point, es confirmed patient was not receiving ECMO support and immediately began the process to switch to the back-up console. Es re-established ECMO flow and patients hemodynamics recover quickly (spo2 now 90%). The m6 alarm was due to clot in the pump housing. Patient decompensated and required intervention to sustain life.